Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not power up. The field service engineer (fse) disconnected all auxiliary devices, and the main unit booted up successfully. The fse then plugged each auxiliary device back in one by one until the issue was narrowed down to the auxiliary drawer. Further troubleshooting identified drawer 4, specifically drawer 4.1, as the source of the problem. The fse replaced the drawer controller board, performed a software test, and had the customer verify functionality and recover the drawers. Preventive inspection was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was not powering up, whole device was on black screen, the fridge had a beeping sound and was stuck on 3 degrees the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.